Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products ilpc341u, certain® low profile one-piece abutment 3.4mm(d) x 1mm(h) lot 2120033821.

Event description:
It was reported that the multi unit abutment screws fractured. The clinician was trying to screw the scanbody for taking impressions and the abutments came together. The fractured part of the screw was removed. Tooth location 23 and 13.